Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that lead broken, during a fall. Therapy was not working. Confirmed by x-ray and visually in or. Full lead was removed and replaced. Issue resolved.